Event description:
Our dealer in (B)(6) reported that the ventilator touch screen is not responding, they try to calibrate the touch screen in the service mode and is also freezing up. The user facility did not provide information to the distributor regarding if the device was on a patient at the time of the event.

Manufacturer narrative:
Based on the information provided by the foreign distributor, the cause in this event was identified as a malfunctioning front panel. The distributor was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of april 30, 2015 the alleged faulty front panel has not been received.

Manufacturer narrative:
(B)(4). Failure analysis lab received a vela front panel. The vela front panel was visually inspected. Minimal ingress spots in screen were noted around the edges on the touch screen display. Display cable was broken and was substituted. Front panel was installed to a functional vela unit. The vela front panel assembly was installed in a functional vela unit. The display powered up in service mode and initialized patient-user displays and colors with no problems. Touch display interaction was intermittent and could not be calibrated. The customers issue could not be duplicated but failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch display. The vela front panel was scrapped. This reported event considered a known issue addressed with an internal action.